Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation and essure done at the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and amenorrhoea ("not had a period since then"). The patient was treated with surgery (essure removal on (B)(6). Essure was removed. At the time of the report, the menorrhagia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation and essure done at the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amenorrhoea ("not had a period since then"), pelvic pain ("most excruciating pain") and alopecia ("I have very little hair loss"). The patient was treated with surgery (hysterectomy on (B)(6)). Essure was removed. At the time of the report, the menorrhagia, amenorrhoea and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered alopecia, amenorrhoea, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Event hair loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation and essure done at the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amenorrhoea ("not had a period since then") and pelvic pain ("most excruciating pain"). The patient was treated with surgery (hysterectomy on (B)(6)). Essure was removed. At the time of the report, the menorrhagia and amenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered amenorrhoea, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event pelvic pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had ablation and essure done at the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and amenorrhoea ("not had a period since then"). The patient was treated with surgery (essure removal on nov 18th). Essure was removed. At the time of the report, the menorrhagia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and menorrhagia to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.